Event description:
The customer reported a loss of x-ray functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 volt power supply was evaluated. Associated connectors were reseated. The system was tested and found to be working as intended and returned to service.